Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hstroponin, list 3p25, that has a similar product distributed in the us, list 2r98.

Event description:
The customer observed falsely elevated hstroponin results on the architect i2000sr analyzer. The following data was provided: sid (B)(6), initial 54, repeats 7, less than 3 ng/l. Sid (B)(6), initial 69, repeat 20. There was no impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2019, the reagent was removed as a suspect medical device. The analyzer submission 1628664-2019-00746 will contain the evaluation summary.